Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The device passed accuracy tests. The problem was not duplicated. The cause of the issue was unknown. The expulsor was preventatively replaced.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed volume test of preventative measure. Device tested 3 times all volume result less than 18.80 ml. No patient involvement.